Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown shell. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon mentioned to sales rep that when tightening screw into acetabular shell (during a primary hip surgery), surgeon stated that the bolt felt like it was too locked into the shell - almost cold welded so surgeon requested to have new device provided for surgeries. No delay or adverse consequence to patient.